Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported power spikes and increased flows, that resolved and no alarms were noted. The patient's neurologic status changed just prior to discharge. A CT scan revealed multiple embolic foci and he also showed signs of renal failure at this time. Echo showed a full lv with suction events noted with attempts to increase rpms. Two liters of flow through the pump with inability to view outflow conduit. Aortic valve opening 1:1. Prior to this, it was 1:3. There was never a time that the av was not opening. Waveforms were sent to the MFR and showed possible non pulsatility through the pump. The surgeon continued to monitor the patient for possible pump replacement. Approx two weeks later, decision was made for a device exchange. Once the patient was placed on cpb, the outflow graft was removed from the pump and there was no flow observed through the pump; however, upon inspection by the surgeon, there was no obvious thrombus on the pump or lv and the outflow graft was intact.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.